Event description:
Medtronic received information regarding an imaging system during an orthopedic procedure (total hip arthroplasty and total knee arthroplasty) . During the procedure, the system handswitch worked intermittently. The site switched to using the footswitch and the system worked as expected. The reported issue did not result in a procedure delay. There was no impact on patient outcome. Additional information received reported that the handswitch issue did result in a terminated exposure. The only people in the room were the x-ray tech and anesthesia so 2 people.

Manufacturer narrative:
The system was serviced in the field, and the handswitch was replaced. The system was performing as intended. Concomitant medical products: product ID: bi71000194. If information is provided in the future, a supplemental report will be issued.